Event description:
The pt's right brachial vein accessed. Wire being introduced met resistance at a distance well past the end of the introducer needle. Unable to withdraw wire, needle removed and wire unraveled and broke in the pt's arm. X-ray showed a piece of retained wire fragment coiled in the pt's arm near the insertion site. Surgical intervention was required to remove the wire fragment. Bard sales rep was permitted to inspect the introducer kit and broken wire. She took pictures to share with her regulatory affairs department. This will also be reported to the manufacturer. Staff have pulled all these kists containing this introducer.